Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown. Initial reporter - unknown. Manufacture date ¿ unknown.

Event description:
It was reported a patient underwent a hip arthroplasty procedure on (B)(6) 2015. During the procedure, upon implanting the acetabular shell, the inserter handle fractured leaving the thread portion in shell. This shell was removed and another shell was implanted.